Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report was previously submitted under MFR report # 1822565-2012-02357. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to a broken poly liner.